Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device not getting air was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device had holes in the hose near the muffler, had a teflon seal protruding from the swivel, the device operated with the safety engaged (power broken) and the motor was running at 65,876 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was further observed that the pawl release and lock cylinder were damaged, causing the failed safety assessment. It was further determined that the vanes were worn out and broken, causing the low rotations per minute (rpms). It was determined that the issue with the vanes and the seal was consistent with normal wear over time. It was further determined that the issue with the hole in the hose near the muffler (zone 1) was consistent with assembly tooling issue. It was determined that the issue with the pawl release and lock cylinder was consistent with trying to run the device in the load position or by pushing on the disconnect sleeve while the device was running. The assignable root cause associated with the power broken issue was determined to be due to user error and the root cause for the worn out vanes and teflon seal was due to wear from normal use and servicing over time. The root cause for the hose damage issue was determined to be due to a manufacturing fixture, damage in zone 1 by the muffler. This issue has been escalated to CAPA. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that air was not going through to the motor of the motor device. During in-house engineering evaluation, it was observed that the device had holes in the hose near the muffler, had a teflon seal protruding from the swivel, the device operated with the safety engaged (power broken), and the motor was running at 65,876 rotations per minute (rpms), which was below the operational specification (75,000 rpm). It was further observed that the device that the pawl release and lock cylinder were damaged. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.